Event description:
Returned device analysis identified, a separated core and coils. Communication with the account confirmed, that no portion remained in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched coils were confirmed. The reported break was in fact the separated core. The difficulty to remove was not tested, based on damages to the wire. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to this event. Additionally, a review of the complaint history identified, no other similar incidents reported from this lot. The investigation determined, the reported difficulty to remove and core break and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that, during the procedure, the guide wire encountered limited clearance with the imaging catheter. Thus the coils became damaged, causing distal core to separate and stretching the coils. The stretched coils likely, caused the guide wire to become stuck or frozen with the imaging catheter. Ultimately resulting in the difficulty to remove. The separated distal portion of the guidewire was likely lost, during transport for return analysis. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. There was difficulty removing an opstar imaging catheter over the hi-torque balance middleweight (bmw) hydro guide wire. The devices were removed as a single unit as they were stuck. When the bmw was outside the anatomy it was noted that the coils were unraveled and frayed. A new bmw guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.